Manufacturer narrative:
Investigation in process, follow-up will be submitted once investigation is complete. Device not returned, picture provided.

Event description:
Customer reported on k67-05-34 that 2 pcs had a packing failure- product in seal.

Manufacturer narrative:
Device not returned, picture provided.

Event description:
Customer reported on (B)(4) that 2 pcs had a packing failure- product in seal.